Manufacturer narrative:
(B)(4).

Event description:
The customer reported the backup battery not charging. No patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the backup battery not charging. No patient involvement.